Event description:
During the index procedure the patient had a resolute integrity drug-eluting stent implanted in the lcx and an endeavor resolute drug-eluting stent implanted in the lad. Approximately 8 days post index procedure the patient had suffered an intraventricular bleed, recurrent mi, reinfarct tachycardia and cardiogenic shock and subsequently died. The investigator assessed that there was no relationship between the event and the study device.

Manufacturer narrative:
Evaluation code, results: inherent risk of procedure (mi and death). (B)(4).